Event description:
A report was received that the patient had lost the use of their left leg for four hours after being implanted. The physician took the patient back into the operating room and discovered a hematoma. The physician performed a laminectomy to remove and stop the bleeding. The physician also explanted the entire system and the patient has regained the use of their left leg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 serial#: (B)(4) model description: implantable pulse generator explanted. Device will not be returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient had lost the use of their legs four hours after being implanted. The physician took the patient back into the operating room and discovered a hematoma. The physician performed a laminectomy to remove and stop the bleeding. The physician also explanted the entire system and the patient has regained the use of their legs.